Manufacturer narrative:
Manufacturers ref# (B)(4). After investigation the event for this pr# is no longer reportable as the event is assessed to be a side effect to procedure and not due to device malfunction. According to the instructions for use, thrombosis is a known adverse event associated with zta endovascular procedure. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information received 16sep2024: could it be confirmed which device was implanted most proximal or most distal? Zta-p-40-217, lot# e3771939, was most proximal. Zta-p-40-217, lot# e3925443, was most distal. Was the thrombus on 1-month follow-up observed in both implanted zta devices? If. No please specify what device the thrombus was observed in? Thrombus was at the most distal stent (second one placed.) That would be zta-p-40-217, lot# e3925443. It is noted that ¿suboptimal sealing of distal component of stent, resulting in distal struts into the aneurysm¿, could it be specified which device this is related to? Distal device. And whether it was an effect of device migration? Migration was caused by suboptimal sealing of the distal component of stent due to device malfunction.

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: protocol 17-13, pt 611-041: reported thrombus in proximal study device at 1, 6, 12-month, 2, 3, and 4-year follow-up visits. Device issue at 4-year visit: stent migration and suboptimal seal of distal component of stent; ae at 4-years¿stent migration, aneurysm growth (handled in (B)(4)). On (B)(6) 2020, the patient was routinely treated for a saccular thoracic aortic aneurysm with placement of the above zta devices. The procedure imaging notes the proximal edge of the graft fabric is in zone 2, but that the left subclavian artery was not covered. The 1-month follow-up imaging revealed a thrombus in the proximal component, however, the device information page shows both devices as the most proximal (this complaint). The patient was taking aspirin. Imaging at the 6, 12-month, 2, 3, and 4-year follow-up visits provided the same information about the thrombus, and the patient was noted as taking aspirin at each visit.